Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a firing on the bronchus resulted in poor staple formation. The surgeon over-sawed the staple line in response to the observed staple formation. The surgeon remarked that the patient stayed in the hospital an extra five days for monitoring purposes. No further information is available.